Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging slight signs of chronic obstructive pulmonary disease (copd). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging slight signs of chronic obstructive pulmonary disease (copd). There was no report of medical intervention. The device was returned to the manufacture service center for further evaluation. During the evaluation of the device at the manufacture service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed and there was one error code found. The manufacturer concludes that no evidence of foam degradation. Box d: device serviced by 3rdp? Device avail. For eval? Date returned is updated. Box h was updated in this report.